Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation, the device is currently pending return. On 16-dec-2021, a device history record (DHR) review for model eg-3870utk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 11jun2015 under normal conditions, failed final inspection for up/down knob defect, the device was reworked and passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video ultrasound scope eg-3870utk. In the event reported, the user states that they are having issues with the 70k series linear eus scopes. Specifically, the fna needle is missing the elevator when it exits the scope. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Correction information. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the distal body chipped. Based on the result, we concluded that it was caused due to the physical damage applied on the distal body. In addition, we confirmed that the operation channel cut, the remote control buttons leaky, the lg cable connector fluid damage, the control body fluid damage, the remote control buttons leaky, and the objective prism scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint.